Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2015 alleging the patient experienced hypoglycemia with blood glucose measuring 3.1 mmol/l on testing and then low on the blood glucose meter. The patient was treated with 1 dextrosol tablet. The reporter stated the pump history showed that the pump delivered a bolus dose of 4e kl 1:25 while the patient was asleep. The reporter stated that the pump was ¿locked¿ at the time of the alleged bolus delivery. The reporter denied the patient being able to unlock the pump and perform the steps necessary to deliver the bolus delivery. The reporter stated the patient did not require medical treatment as a result of the alleged unintended bolus delivery. This complaint is being reported because the patient experienced hypoglycemia while on insulin pump therapy and the alleged inadvertent insulin delivery by the pump remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016.device evaluation: the device has been returned and evaluated by product analysis on 01/27/2016 with the following findings: on investigation, the bolus history shows on (B)(6) 2015 the following boluses: 4.0 units (u) at 02:16, 4.0u at 08:07, a 3.8u at 10:35, a 5.0u at 12:16, a 5.55u at 17:41, a 7.0u at 19:41, 4.10u at 19:56. No boluses were program or delivered at 01:25 on the event date. The pump boots to verify screen with no errors. The pump was exercised for a period of 24 hours; no un-programmed boluses occurred during this time. The investigator manually performed a normal 10u bolus and a 10u audio bolus successfully and both were accurately recorded in the pump history. There were no hypersensitive keys observed on the keypad. The total daily dose amounts added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately without malfunction. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, damage to the pump case was observed near the upper right corner between the display lens and the cover.